Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of hyperglycemia after running out of insulin in the cartridge and reconnecting, followed by hypoglycemia when the automated correction algorithm reduced glucose and the user then overcorrected the low, and subsequent hyperglycemia after announcing extra meals to self-correct; the device was otherwise functioning and learning insulin needs. Symptoms included low glucose and high glucose. Outcomes included transient symptomatic glucose excursions without medical intervention or hospitalization, with glucose returning toward range after education and adherence to standard meal announcements. Investigation included troubleshooting and user education by customer support. Investigation of this case revealed user management factors, including empty cartridge leading to missed insulin delivery, algorithm-driven correction followed by user overcorrection, and duplicate meal announcements contributing to glycemic variability. It was concluded that the event was related to use error and therapy learning behavior, and that continued standard use with avoidance of duplicate meal announcements and overcorrection should mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.